Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with clinical negative serum samples. Results were read at 5 and 6 minutes and all test devices produced expected negative results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided did not identify any evidence of misuse. There is no indication that the customer deviated from the package insert. The reported result of the serum sample collected on 09/17 with this test was positive. Another sample was obtained from the patient on the same day and hcg quantification found there to be a hcg concentration of 10.3 miu/ml. The serum sensitivity concentration for this test is 10 miu/ml. Therefore, the product performed as expected. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasm including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated. Product discarded by customer.

Event description:
(B)(6) 2019: patient presented to facility for a stroke. A serum specimen was tested on the medline hcg combo cassette and a false positive result was obtained. Three confirmatory quantitative hcg were performed and the results were 10.3, 10.4 and 9.7 miu/ml. Customer states there is no known impact on patient care. No adverse outcomes reported due to the false positive result.